Manufacturer narrative:
Additional information: the broken pinch valve pv53b was returned to beckman coulter for evaluation and analysis revealed that the triple pinch valve (pv53b) was broken at the threads. A review of the instrument service history indicates that the pv53b had not been replaced within seven (7) years. Failure of the pv53b is attributed to aging in excess of the product life of seven years.

Manufacturer narrative:
The customer replaced the needle cartridge and reported the issue was resolved on (B)(4) 2013. The next day, the customer called in with the same issue. The fse confirmed the leak from pv53b broken at the threads. The fse replaced pv53b resolving the leak. (B)(4).

Event description:
The customer reported approximately 5 mls of blood was leaking from the needle cartridge in the coulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event.